Event description:
The device was returned for service with a report of a failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.